Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 (fail safe shutdown) occurred on the homechoice (hc) machine during drain one. A baxter technical service representative (tsr) explained the alarm to the home patient (hp) and instructed the hp to close the clamps, then cycle the power to clear both se 2240 and se2367. The tsr advised the hp to discard the supplies and start over with new supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.